Event description:
It was reported that the pt was experiencing pain, swelling, and a loosened screw. The loose screw was removed arthroscopically.

Manufacturer narrative:
This report will be amended when our investigation is complete.